Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. The initial reporter also notified the FDA on 20 april, 2021. Medwatch report # mw5100687. Report source other: medwatch report. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: corrective actions are not necessary.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb had premature retraction and leakage. The following information was provided by the initial reporter: material no: 305270. Batch no: 0293609. It was reported the bd integra syringe with the retracting needle had leakage of the medication and premature retraction of the needle.